Event description:
A remstar auto a-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found damaged foam. In addition, the device had dust/dirt contamination and displayed error codes e065 (stuck_encoder_a), e063 (stuck_knob_key), e051 (corrupt_compliance_log), e055 (therapy_queue_full) and e066 (stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.